Event description:
The doctor reported that implant was removed due to loss of osseointegration, approximately 2 years after the implant placement date. Oral hygiene around the implant site was moderate. Bone quality at surgical site was type 2. During the surgery, local infection and bone resorption were observed. Patient has since recovered.